Event description:
It was reported that t1 and t2 depolyed together. No patient injury or significant delay were reported. Back was used to complete the procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.